Event description:
Physician reported a collagen peel off when the graft was turned inside out during an aortic arch replacement using elephant trunk technique. Graft was however, implanted and no medical or surgical intervention was required. No pt injury was reported.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility number has been assigned to this report. Eval summary: no product eval was performed since the graft remained implanted. A product coated on the same day then the complaint device was evaluated. The visual examination evidenced no product anomaly and no poor collagen adherence. The graft was handled with precaution and the main branch of the graft was returned (inside out): no damage was observed. The graft was also cut lengthwise in order to inspect the inside of the graft: no damage or collagen peel off was observed. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on a graft coated the same day then the complaint device indicated a value well within product specs. Note that during this testing, also designed to assess the collagen adherence, no poor collagen adherence was noticed. No conclusion can be drawn. However, investigation would tend to indicate that the device was not defective. It is thus believed that only an inappropriate handling of the graft could have produced a collagen peel off. Note that the product IFU, clearly indicates that care should be taken during graft handling to avoid damaging collagen coating.